Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, during a percutaneous vertebroplasty (th11) for treating a compression fracture due to osteoporosis, the balloon did not inflate normally. When they attempted the balloon inflation again, the balloon happened to slide into the centrum and the stent did not expand normally. Further troubleshooting did not succeed, and the balloon and the stent were finally separated. While medium contrast was collected from the lesion, they decided to leave the balloon in the centrum. The rest of the procedure was completed without surgical delay. The surgeon commented that when s/he tried the further troubleshooting, a small volume of the medium contrast had been left in the balloon. S/he retrieved the incompletely constricted balloon filled with such a small amount of the medium contrast. This might have caused the balloon to be detached from the stent. No further information is available. It is later on (B)(6) 2022 confirmed that this complaint involves two (2) same devices. This report is for a vertebral body set/medium- sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vertebral body set/medium- sterile was broken from the distal tip. The broken part (balloon) was not received. No other anomalies were found. A dimensional inspection for the vertebral body set/medium- sterile was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dimensional inspection: n/a. Device history: product code: 09.804.601s. Lot # 84241114. Lot # provided is not valid in our system, therefore, the DHR could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.